Event description:
It was reported the power supply needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to damaged power supply connector to m3539a. The reported problem was confirmed. Based on the information available, the repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered m3539a power supply aligns with the recommended repair of the reported malfunction per the service manual.